Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. An action, implemented a serial number logbook to correct this issue. Zimmer biomet surgical has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. On april 24, 2019, it was reported that the device damaged cutting roll replaced and side plates updated. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. Product review of the meshgraft ii by flextronics on april 23, 2019 revealed that the calibration was out of specifications. The cutter was damaged and the device did not produce a passing sample graft. Repair of the meshgraft ii was not performed as the device was returned unrepaired per the customer request. It was inspected and tested. RMA number 1470. Although the reported event was confirmed during inspection of the device, the customer requested that the device be returned without repair. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the device was sent in for maintenance and repair is needed for damaged cutting roll. No patient involvement. No adverse events were reported as a result of this malfunction.